Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a, lot# l58735, implanted: (B)(6) 1999, product type: lead.

Event description:
A healthcare provider (hcp) reported that the patient had back pain for ten years and an MRI was needed for the back. It was noted that the patient¿s implantable neurostimulator (ins) was explanted five years prior to the report per the patient¿s request and the lead was still in implanted. Follow-up has been attempted with the hcp, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.